Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had experienced high blood glucose levels. Blood glucose level at the time of incident was 544 mg/dl. Customer reported under delivery. Customer had been using insulin pump within 48 hours of reported. The auto mode feature was active. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring = clear customer returned device for alleged possible under delivery anomaly and high blood glucose found on (B)(6) 2022. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, and displacement accuracy test. Test p-cap locked into the reservoir tube successfully. No unexpected motor alarms noted during testing. Device successfully downloaded to thus. No unexpected motor alarms were noted in the history files on the event date. Device delivered 10.7u of bolus on (B)(6) 2022. The device was cut open for visual inspection and found dried insulin in the motor slide and moisture on electrical board. The following were noted during visual inspection: cracked retainer, overlay scratched, overlay scratched, stained keypad overlay, pillowing keypad overlay, battery tube threads - cracked, cracked case (battery tube), minor scratched lcd window. Damaged retainer ring confirmed. Possible under delivery anomaly not confirmed in the history files on or near the event date. Device passed full dry test. Unable to confirm high blood glucose. Exposed to moisture confirmed medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.